Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the monitor produced service code 203, indicating an internal pulse test failure. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.

Manufacturer narrative:
Follow-up report #1: additional information - 08/26/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 203 was isolated to contamination on the j1002 inter-pca connector pins. The root cause for the pin contamination was unable to be positively identified. -------------------------------------------------------------- device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the monitor produced service code 203, indicating an internal pulse test failure. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.